Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2021 the physician elected to reposition the rv lead. The patient condition was stable.